Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 06-jun-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was being deployed when it was noted that it was positioned too high in relation to the desired implant position. Subsequently, the valve was recaptured and positioned in that it was 5 millimeter's (mm) from the patient's previously implanted non-medtronic 27 mm surgical aortic valve frame. The valve was then fully deployed. After full deployment, the valve moved ventricular to a depth of 15 to 16 mm. Subsequently, severe paravalvular leak (pvl) was noted. In response, the valve was snared towards the aorta in that it was positioned 8 mm from the previously implanted non-medtronic valve frame. However, after release of the snare from the valve, it again moved ventricular. The physician then decided to implant a 26 mm non-medtronic valve within the medtronic valve at node 6. The pvl was then resolved. A 3 hour procedural delay occurred due to the valve dislodge and inaccurate delivery. Per the physician, the depth of the implanted valve contributed to the valve dislodge.